Event description:
Caller reported a malfunction on pump, indicated by code malf 0. No notable events occurred prior to the malfunction, and caller declined to answer if blood glucose level exceeded 500 mg/dl. Customer received assistance in resetting pump, and malfunction did not recur after reset. There was no reported impact to customer¿s blood glucose level. Caller was instructed to continue using pump and to call back if malfunction code recurs, with caller acknowledging and understanding instructions.